Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient doesn't think their implant is responding like it used to. The next day, patient said their device was working fine and all of a sudden it was not. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). They were also given the call center's phone number. Later on that day, the patient called into the call center. Patient added that in the last week or 10 days, they will wake up at night, stand up, and pee. They added that they can be sitting, doesn't realize that they need to go, stand up, and pee; they don't know what happened. Earlier this week, the patient increased stimulation to 1.7v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response. When asked, the patient doesn't know if they've ever felt stimulation so they were instructed to increase stimulation and determine if that helps. The patient also mentioned they had a sore on their leg three weeks ago so they scratched it; it was bleeding really bad. They also were sitting on the toilet, they fainted, and they fell on their front so they ended up in the emergency room (ER). As a result of what was reported, the patient was instructed to try and increase stimulation for a couple days and see if their symptoms get better. The call center added that the patient should follow up with their hcp if their symptoms don't improve to check the system. The event was considered a gradual change in therapy/symptoms. No further patient complications have been reported as a result of this event.